Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were in the process of removing the big curvature of the stomach in a laparoscopic gastric sleeve resection procedure, the stapler fired but the central staple line was incomplete. They also noted that some of the staples failed to form. They performed endoscopic hand sewing to resolve the issue. They noted that the skin was not formed, and a part of the stomach tissue was finished by the endoscope, that caused the procedure time to extend by more than 30 minutes.